Manufacturer narrative:
The field service engineer (fse) replaced the cell rinse tube. The fse verified the rinsing and alignment of the instrument probes. The customer has not had further issues and qc results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for urea nitrogen on a cobas 8000 c 702 module. Patient 1: initial result was <0.5 mmol/l. The repeat result was 7.83 mmol/l. Patient 2: initial result was <0.5 mmol/l. The repeat result was 7.94 mmol/l. No questionable results were reported outside of the laboratory. The urea reagent lot number was 544718. The expiration date was not provided.